Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient. No additional information or confirmation has been given that this is a pioneer surgical technologies manufactured part. The following sections of this report have been left blank due to the information being unavailable or non-applicable: a1-a6, d6b, d7b, g7-g8, h2, h4-h5, h7, h9.

Event description:
Our OEM rep surgalign reported that " patient recovery - original surgery was l4-5, ls5-s1 on (B)(6) 2022. Intervention ocurred on (B)(6) 2022 to redo the foraminotomy bilaterally at l4-5 and onth left at l5-s1. Patient is now 6 months post revision and reports: he is doing much better and feels like things have improved, only complaint is about numbness in his left foot. Off all pain medications and is not taking anything related to his back."